Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that during pipeline fed stent deployment, the stent encountered resistance and was stuck in the phenom 27 catheter at the distal part of shaft was observed during severe curvature. The patient was undergoing treatment of a saccular, unruptured left intracoronary cardiac allograft vasculopathy (ic-cav) aneurysm with a max diameter of 13mm and a 6mm neck diameter. It was noted the patient's vessel tortuosity was severe. The landing zone was 3.8mm distally and 3.9mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was normal. No postoperative findings related to blood flow imaging. It was reported that when placing the pipeline, the operation of the pipeline stent and the delivery wire became unmanageable midway. It is likely that the stent detached from the bumper. It was stuck in a place with strong stenosis and tortuosity, and the flow diverter became stuck and inoperable during deployment from the catheter. It was also difficult to retrieve the distal end. The phenom 27 catheter and ped stent were covered with phenom plus catheter in the state where it was, and phenom 27 was collected. The surgeon retracted the microcatheter and eliminated the slack in the microcatheter in order to solve the stuck, but they couldn¿t resolve the stuck. The catheter and the delivery pusher were not damaged. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported felsion was strong. An accelerator guide, phenom plus and phenom27 was used, the pipeline was not implanted. The device did not jump during deployment. The tip of the catheter moved as much as it was intentionally operated.

Manufacturer narrative:
Product analysis ¿ as found condition: the pipeline flex shield embolization device and phenom 27 catheter were returned for analysis within a shipping box; and within a plastic bio-pouch. The pipeline flex shield was returned outside the phenom 27 catheter. ¿ damage location details: no bend found on the pipeline flex shield with pusher. The distal hypotube was found to be stretched. The shrink tubing was found intact but pulled back from the proximal bumper. However, the pushwire was found to be separated/broken proximal to the dps sleeves. The tip coil and dps sleeves were not returned for analysis, and the reason was not provided. Therefore, any contributing factors could not be assessed. No damage was found with pads. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. One of the ends of pipeline flex shield braid appeared to be not opened due to damaged braid. The other end of the pipeline flex shield braid was found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. The catheter body was found to be separated/broken at hub under strain relief. No damage was found with the catheter distal tip/marker band. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged location. The broken end was sent out for sem (scanning electron microscopy) analysis. Conclusion: based on the analysis findings, the pipeline flex shield and phenom 27 catheter were confirmed to have resistance delive ry/retraction. The pipeline flex shield and phenom 27 catheter were found to be damaged. Possible causes include incompatible catheter, damaged catheter, burrs, bumps, kinks or other damage on ped or pushwire, frayed ends on braid, patient vessel tortuosity, user does not maintain continuous flush, and users pulls back on/torques wire while advancing ped in microcatheter. From the damages seen on the catheter body (separated), hypotube (stretching) and braid (fraying); it is likely high force used during the delivery. Additionally, the pushwire was found to be separated proximal to the dps sleeves. Per the sem result, the broken end failed via torsional overload. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex shield through the phenom 27 catheter against resistance. It is likely the severe vessel tortuosity may have contributed to the reported issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.